Manufacturer narrative:
(B)(6). Device evaluated by MFR.: promus premier ous mr 28 x 2.75 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be moved out of their crimped position and bunched. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded without issues on a 0.014 inch test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-oct-2020. It was reported that crossing difficulties occurred. The 70% stenosed target lesion was located in the proximal left anterior descending artery which had a subtotal occlusion in the middle end. The physician tried several times before being able to advance the guidewire to the distal end of the lesion. A 28 x 2.75mm promus premier drug-eluting stent was advanced over the guidewire with the support of a microcatheter but even after several attempts was not able to reach the distal end of the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.